Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to the lead 2- wire in the ECG "c" and "d" cable. The ECG "c" and "d" cable was cut between the ECG's. The ECG "a" and "b" cable was also cut between ECG "a" and ECG "b". The root cause for cut cables was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving check belt messages.